Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker recorded an alert for remote monitoring disabled (rmd) for radio frequency (rf) telemetry. Technical services (ts) reviewed the device data, noted the analysis indicated the event was likely a true rmd condition and confirmed that remote telemetry was disabled following a low loaded battery voltage measurement. Device replacement was recommended. No adverse patient effects were reported. This pacemaker remains in service.